Manufacturer narrative:
H.6. Investigation: one photo was returned for evaluation. From the photo, it was observed that three shelf cartons do not have labels. No samples were received for evaluation. The investigation was able to confirm what customer had experienced as no label was observed in the photo. However, as no batch number was given, it was unable to establish the probable root cause. Lot# is unknown so a DHR can't be performed.

Event description:
It was reported that before use of the bd¿ insyte the labels were missing on three boxes. Foreign complaint the following information was provided by the initial reporter, translated from german to english: there are no labels on three boxes. Missing labels.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ insyte the labels were missing on three boxes. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: there are no labels on three boxes. Missing labels.